Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset date, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, every fifth day, ongoing, route not reported), gentamicin injection (80mg, ongoing, frequency and route not reported), and meropenem injection (500mg, 3 times a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event and remained hospitalized for ongoing antibiotics (14 day prescription). Pd therapy was ongoing. No additional information is available.